Event description:
The stryker micro drill was sent in for repair due to overheating during a procedure. According to the physician, the pt sustained a burn to the skin. The burn was treated with an unk ointment. The pt has not been seen or evaluated by the physician since the incident, as the pt did not return to the physician's office for a f/u.

Manufacturer narrative:
The device was received for eval; additional info will be submitted once the quality investigation is completed.